Manufacturer narrative:
H.6. Investigation summary: received top webbing of the used units packaging, the catheter that was reported in the incident, and miscellaneous bottom webbing. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The verbatim says that leakage took place at the catheter and adapter junction. First, a leak test is performed using compressed air and water to check for a leak and where it may be located. The air compressor¿s hose is attached to the base of the adapter and the device is submerged in water. Leakage was observed at the junction point. Microscopic inspection of the catheter junction showed dried media and what appears to be a cut or slit in the tubing. To further inspect the unit the adapter and catheter were separated by cutting the adapter below the catheter tubing. Once the tubing and adapter were disconnected you could visibly see a problem on the catheter tubing which caused the leakage. The location of the cut/slit is underneath the adapter. This defect can occur in two zones of the manufacturing process, zones 1 & 5. Zone 1, of the peura during the tube load and flare step: while the tubing is being put down on the wedge and flare is being created a misaligned or damaged wedge pin can cause a cut/slit in the catheter tubing. This step is monitored using 100% vision inspection. Zone 5, of the peura during the set together (load adapter onto grip subassembly) step: the cannula can puncture the tubing due to incorrect equipment settings. This step is monitored by 100% vision system inspection, challenge sample, quality control plan visual inspection. After conferring with engineers, we are positive that the defect was caused during the manufacturing process in zone 1 by the wedge pin. Conclusion(s): determined: the most probable root cause of leakage at catheter junction is damage during the manufacturing process by a damaged/misaligned wedge pin.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: it was reported leakage between the catheter and the hub. Per email: we have had two 22 gauge pivs this month with the same lot# that have leaked between the hub and the catheter. Lot#9163647. For the 9.7.19 event the piv was promptly removed and restarted. There was no exposure to toxic medication, medical intervention, or change to treatment. The rn was standard ppe and exposure to a scant amount of blood wearing ppe is normal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: it was reported leakage between the catheter and the hub. Per email: we have had two 22 gauge pivs this month with the same lot# that have leaked between the hub and the catheter. Lot#9163647. For the 9.7.19 event the piv was promptly removed and restarted. There was no exposure to toxic medication, medical intervention, or change to treatment. The rn was standard ppe and exposure to a scant amount of blood wearing ppe is normal.